Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) sent an email requesting a timeframe to remotely access the station. The customer later responded that the issue had been resolved by a field service engineer. Multiple attempts were made to reach tss, but no response had been received regarding the repair information.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es r1_a zebra printer was printing with gaps in font on the label. However, there were no delays or adverse events or injuries reported based on this event.